Event description:
Information received by medtronic indicated that the insulin pump received replace battery alarm. The customer did receive a low battery alert prior to the replace battery alert. Customer stated the battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery alert or replace battery now without a low battery warning. Customer stated that the insulin pump received pump error alarm. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Customer stated that the insulin pump passed displacement test. No harm requiring medical intervention was reported. Troubleshooting was performed; however, the customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). S/w version 4.11e. Retainer ring = black . Customer returned pump for alleged unexpected power loss and pump error 37 found on (B)(6) 2022. Pump passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, and active current test. No power loss alerts/alarms/anomalies noted during testing. No pump error 37 during testing. Successfully utilized thus to download history/trace files. Verified pump error 37 on (B)(6) 2022 at start time 15:25:00.000. The following power loss alarms/alerts were noted on event date: low battery alert [104] on (B)(6) 2022. At start time 20:53:00.000, replace battery alert [73] on (B)(6) 2022 at start time 21:36:00.000. Low battery alert was unexpected, proceeding alarms were expected. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. However power management graph shows evidence of esd latch-up on an ic. Problem isolated to the electronics. Unexpected battery power loss due to esd latch-up on an ic. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was cut open to perform visual inspection and found moisture damage on motor assembly. The following were noted during visual inspection: pillowing keypad overlay. Unexpected battery power loss and high sleep current due to esd latch-up on an ic. Pump error 37 not confirmed during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.